Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for rsd/ causalgia-complex regional pain syndrome and spinal pain. Patient mentioned that the system "sucked". No further patient symptoms or complications were reported in this event.